Event description:
It was reported, patient complained of right thigh pain. The lag screw appears on current xray to have migrated medially and superiorly. Removed the implants, and did not replace. Injected 5cc hydroset into the lateral cortex.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.